Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. It was reported that the patient had another device was implanted.

Manufacturer narrative:
It was reported that the patient had another device was implanted. Device not returned.